Event description:
It was reported the patient's ipg is protruding through the skin .the patient underwent surgical intervention to remove the scs system. The patient was prescribed a course of antibiotics as a preventive measure. Follow up information identified the incisions are healing. Surgical intervention may be pending to re-implant another scs system.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Results: the ipg was electively removed. Per event description ¿the patient reported that a couple weeks ago, her ipg started to break through the skin. The patient said she has not had any falls or accident.¿ there was no alleged device failure to meet specification; therefore no product testing required and no product analysis checklist form was initiated because product testing cannot give any additional information regarding the customer¿s complaint per (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.